Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button stopped working and the next morning, the customer received an auto-off safety alarm and was unable to clear it due to the broken wake button. The customer's blood glucose level was 136 mg/dl. During troubleshooting, the customer plugged the pump in and the alarm cleared. Insulin delivery was resumed. The customer was aware of how the auto-off safety alarm functions.